Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the customer was having issues with bent cannulas on the infusion sets and causing her to have high blood glucose over 600 mg/dl. Troubleshooting was performed for the infusion set. Customer also mentioned she had lost her transmitter and was worried as customer had an incident of low blood glucose of 31 mg/dl. She was unaware why customer was low but stated she had been walking a lot that day. She is not returning the insulin pump for analysis.